Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR¿s service center, a ¿service required¿ code was found in the ventilator¿s downloaded error log and the device failed a step during testing. The device¿s system board and sensor board will be replaced to address the issues. Device has been evaluated but not repaired, pending customer approval of the estimate.